Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the over pressure issue. The exact cause of the issue was not determined. The downstream occlusion seal would be exchanged/calibrated and functional testing will be repeated.

Event description:
It was reported that a device was returned for repair. There was unknown patient involvement. Analysis of the device found an over-pressure issue.